Manufacturer narrative:
(B)(6), operating room contact person. At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the defect was noted when the package was initially opened. It was noted that the rubber bands are deteriorated and falling off the hooks. There was a short delay in surgery while someone got a replacement. No patient injury reported.